Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd safetyglide¿ shielding hypodermic needle there was an issue with leakage. It was stated ¿the safety glide needle was opened and found in this condition from a sealed package. There is a tiny amount of white drug in the inside of the flange. The syringe with the medication was barely touched to the needle but was not screwed on.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Medical device lot #: 7177827; medical device expiration date: 06/30/2022; device manufacture date: 07/15/2017. Sample evaluation: one opened safety glide packaged needle was received by bd canaan and confirmed to be from batch #7177827 (p/n 305902). The sample was visually evaluated. The needle was found to have damage to the needle hub. The damage is observed on the exposed portion of the needle hub and extending under the hinge device. The damage is raised plastic which appears off white. The damage observed is a rejectable condition per product specification. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 7177827 (p/n 305902): manufacturing dates: 07/12/2017 to 07/13/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7177827 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the evaluation performed the defect, as noted by the end user, can be verified. The root cause was not determined.